Event description:
Customer's caregiver reported that their adc reader was damaged due to a car accident and they were in and was unable to obtain readings due to the severity of the damage sustained. As a result, the customer experienced an inability to speak and was administered unspecified treatment by an unspecified third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that their adc reader was damaged due to a car accident and they were in and was unable to obtain readings due to the severity of the damage sustained. As a result, the customer experienced an inability to speak and was administered unspecified treatment by an unspecified third-party. No further information was provided. There was no report of death or permanent injury associated with this event.